Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer's report number: 2916596-2020-03643. It was reported that the patient called after failing to clear the alarm lights on self test (batteries, broken heart and wrench remained lit for at least 2 hours). The lvad was functional and the settings were still able to be seen. The patient came to the clinic and the self-test appeared to clear en route to the emergency department. Upon inspection the white power cable of the controller had a pin broken. The system controller was swapped and a loaner was supplied. The patient was stable and was discharged to home. The pump remains operational but the batteries and broken heart and gear remained illuminated. The patient's driveline had damage and was grossly tangled. Mangled rescue tape was removed and replaced. Driveline damage prevention reinforced with this patient. It was unclear if the driveline damage had any impact on controller. It was noted moisture near power cable and white dry substance seen at driveline hub while changing controllers. This was cleaned easily with alcohol. The controller will be returned to abbott. The patient was discharged to home and will follow up in clinic.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported incident of damaged pins was visually confirmed with the evaluation of the returned system controller serial number (B)(6) (backup battery s/n (B)(6)) . Visual inspection revealed missing (broken off) pins within both power connectors. The missing pins in the power connectors did not affect the system controller¿s functional abilities due to redundant power lines. The system controller was functionally tested and found to operate as intended during analysis. Although the damaged pins appeared to be related to mechanical stress due to misalignment issue when mating the two connectors, a specific root cause was not able to be conclusively determined during analysis.